Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached around 300 mg/dl while wearing the pod between 36 and 48 hours. After realizing elevated bg levels, patient found there was no cannula.

Manufacturer narrative:
The pod was received in the not deployed state. The download data showed that no pulses were delivered and the pod was in state 2. The cannula was unable to deploy due to the fact that the pod didn't deliver any pulses. This means the pod was deactivated before it entered the priming sequence. Inspection of the needle and drive mechanism assembly found no damages or manufacturing deficiencies that would result in the cannula being unable to deploy. The fluid path could not be tested since the pod never delivered any pulses. A leak test could not be done to the fact that no pulses were delivered. Inspection of the pod found the bottom housing to be damaged. It could not be determined when this damage occurred.